Event description:
The consumer reported a false positive result performed with the binaxnow covid-19 antigen self-test on (B)(6) 2023 on a nasal sample. Repeat testing was not performed. Confirmation testing was not performed. Consumer performed an antigen self-test with a quickvue antigen self-test test on the same day and generated a negative result. The consumer confirmed there was no harm due to the test result. Additionally, the consumer confirmed there was no delay or impact in their treatment.

Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.